Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 2412042, batch creation date: 2024-12-02, batch expiration date: 2029-11-30, full UDI: (B)(4). Batch: 2412041, batch creation date: 2024-12-02, batch expiration date: 2029-11-30, full UDI: (B)(4).

Event description:
Description: when did the incident occur? Before use. Substance problem at the plunger: presence of an unknown type of lubricant at the plunger on both batches.

Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: one photo and two physical samples were provided to our quality team for investigation. Upon inspection, evidence of silicone is observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots: 2412042 and 2412041 and were found to be within specification. The samples underwent these same tests and verified the product was within specified limits. A device history review was performed for the reported lots: 2412042 and 2412041, no deviations or non-conformance's were identified during the manufacturing process, all production and quality processes were verified to have been completed without issue. Six retained samples of each lot were used for additional evaluation. All product was inspected; no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause related to the manufacturing process cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe.

Event description:
No additional information.